Event description:
The device has generated results of "lo" (< 10 mg/dl), 41 mg/dl, and 260 mg/dl, without having first applied blood or control solution to the test strip. Patient indicated that no action was taken based on the results. No patient injury was reported and no treatment was received. Quality control testing had been performed on the system and the results fell within the acceptable range. Technical support requesated the return of the suspect product and replacement product was shipped.